Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the nozzle got clogged due to accumulation of foreign objects which also resulted in leaking out of foreign materials through the distal end. However, the most probable cause of deposition of foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited clogged nozzle with foreign objects, foreign objects leaking out of the distal end and foreign objects in c-cover. There was no patient involvement.